Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing in #15 pain, swelling, bruising and bleeding from upper gum close to molar. They report that they are taking antibiotic. They also reported that when they used their chewie to help seat their lower molar, the molar chipped while biting on the chewie. Patient advised to see their dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.